Event description:
A low advia centaur vancomycin result was obtained for a patient sample. The result was reported to the physician. The pharmacy questioned the result after the physician ordered the next dose. Repeat testing was performed on the patient sample and the result was higher. A corrected report was sent to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant vancomycin result.

Manufacturer narrative:
After investigating, the technician found that two different samples were run and that a sample tube for this patient had the incorrect label. The discordant vancomycin result may have been due to operator error. The technician ran three different samples for this patient and the results were approximately 27ug/ml for each sample run. The qc was reviewed and was acceptable. The instrument is performing within specifications. No further evaluation of the device is required.